Event description:
The reporter claimed the animas insulin pump has an inaccurate bolus history record. According to the reporter, the pump had been locked but the bolus history showed one 0/0 bolus record at 11:30 am. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the inaccurate bolus history.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filed. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
(B)(4): evaluation revealed that the pump booted to verify screen with auditory and vibratory alarms. The pump was tested with an external power supply and was not drawing excessive current. The ez prime operation was performed with no difficulties. Test boluses were given and correctly captured in the pump history. The pump was exercised for 24 hours with no battery issues or 0 unit boluses being given. Unable to duplicate failure.